Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that while attempting to insert sensor with serter, the needle broke inside of serter and there was no needle showing. During a second attempt to insert sensor, sensor did not enter the body and the needle was not attached either. Customer was advised that sensor would be replaced.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the insertion needle was separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.